Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead exhibited oversensing noise and inappropriate lv output. Programming changes were performed. The patient was in stable condition.

Event description:
New information noted that the lead was explanted and replaced. The patient was in stable condition.